Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem ("adjust belt" and "check therapy pad" messages) has been confirmed. Upon investigation the trunk cable was pulled from the strain relief, separating the rear pulse wires within the distribution node. The root cause for the strained cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient was receiving excessive "adjust belt" and "check therapy pad" messages.